Event description:
Event: surgical correction of type I endoleak. After successful implantation of aortic graft, there remained a type I endoleak on the left limb. Patient was sent for surgical occlusion of the left limb and a fem-fem bypass.